Event description:
Bottom piece of brush head fell off during brushing (device breakage) no adverse event (no adverse event). Case description: a (B)(6) year old consumer reported that while using an oral-b vitality series toothbrush, the bottom piece of the oral-b dual clean brushhead fell off. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.